Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery with mild calcification. The 3.0 x 20 mm trek balloon was prepared per the instructions for use, prior to use. The trek was used for pre-dilatation at 6 atmospheres (atm). A xience prime stent was then implanted. The trek balloon was used for post-dilatation at 6 atm; however, a balloon rupture occurred. There was no resistance noted during advancement or removal. A new nc trek balloon was used for further dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, stent: xp2.5-38,3.023,3.5-18. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.